Event description:
Co rec'd a report from australla that would dehiscence occurred four days post operatively following a cesarian section procedure. The pt required an operative procedure for repair of the dehiscence.